Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: r1708169) on 17-aug-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of abdominal pain ("diffuse abdominal pain"), genital haemorrhage ("unexplained blood loss"), deafness ("loos of hearing predominantly on left"), musculoskeletal disorder ("functional impairment of lower libs") and sciatica ("sciatica or feeling of back becoming blocked") in a 43-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty during placement of one insert". The patient's past medical history included spondylolisthesis, congenital, hypertension, overweight and nickel sensitivity. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced deafness (seriousness criterion medically significant). In 2014, the patient experienced back pain ("acute lumbar pain"), myalgia ("muscle pain"), paraesthesia ("tingling in legs/ tingling"), fatigue ("fatigue, major") and arthralgia ("lumbar pain in sacroiliac region"). In (B)(6) 2014, the patient experienced sciatica (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), musculoskeletal disorder (seriousness criterion disability), dizziness ("dizziness / dizzy spells"), nausea ("nausea"), hypoacusis ("reduction in hearing"), metrorrhagia ("metrorrhagia"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia"), headache ("headaches"), adnexa uteri pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), premenstrual pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), vaginal discharge ("brown discharges"), menorrhagia ("heavy menstrual bleeding for 10 days "), pelvic pain ("pain"), loss of libido ("loss of libido"), breast pain ("very painful breasts"), hypotension ("bouts of hypotension"), hypertension ("bouts of hypertension"), extrasystoles ("extrasystoles"), hot flush ("episodes of hot flushes"), feeling cold ("bout of cold"), depression ("depression"), balance disorder ("loss of balance"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), menstrual disorder ("clotted blood during menses"), allergy to metals ("allergy to nickel"), gait inability ("incapacity walking"), migraine ("migraines") and aphasia ("incapacity speaking"). The patient was treated with morphine, surgery (removal of inserts scheduled for (B)(6) 2017 (salpingectomy)) and surgery (operation on back in (B)(6) 2014). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, deafness, musculoskeletal disorder, dizziness, nausea, hypoacusis, metrorrhagia, menometrorrhagia, dyspareunia, back pain, headache, myalgia, paraesthesia, fatigue, arthralgia, adnexa uteri pain, premenstrual pain, vaginal discharge, menorrhagia, pelvic pain, loss of libido, breast pain, hypotension, hypertension, extrasystoles, hot flush, feeling cold, depression, balance disorder, disturbance in attention, amnesia, menstrual disorder, allergy to metals, gait inability, migraine and aphasia outcome was unknown and the sciatica had resolved. The reporter provided no causality assessment for abdominal pain, adnexa uteri pain, amnesia, aphasia, arthralgia, back pain, balance disorder, breast pain, deafness, depression, disturbance in attention, dizziness, dyspareunia, extrasystoles, fatigue, feeling cold, gait inability, genital haemorrhage, headache, hot flush, hypertension, hypoacusis, hypotension, loss of libido, menometrorrhagia, menorrhagia, menstrual disorder, metrorrhagia, migraine, musculoskeletal disorder, myalgia, nausea, paraesthesia, pelvic pain, premenstrual pain, sciatica and vaginal discharge with essure. The reporter considered allergy to metals to be related to essure. The reporter commented: walking with wheel-chair or walker, difficulty indeed inability to walk or remain standing; she was declared inapt for work. It was also stated a procedure in (B)(6) 2015 for removal of inserts. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2017: very allergic to nickel. Nuclear magnetic resonance imaging - on an unknown date: normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 2.266 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority or other is not possible. Most recent follow-up information incorporated above includes: on 11-jun-2018: case (B)(4) (MFR number 2951250-2017-03379) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporter, lab data, essure indication, events allergy to nickel, pelvic pain, incapacity walking, migraines and incapacity speaking added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1708169) on 17-aug-2017. The most recent information was received on 11-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("diffuse abdominal pain"), device breakage ("remaining essure fragment"), genital haemorrhage ("unexplained blood loss"), deafness ("loss of hearing predominantly on left"), musculoskeletal disorder ("functional impairment of lower libs") and sciatica ("sciatica or feeling of back becoming blocked") in a 40-year-old female patient who had essure (batch no. A06327) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty during placement of one insert" on (B)(6) 2013. The patient's past medical history included spondylolisthesis, congenital, hypertension in 2009, overweight, nickel sensitivity, spondylolisthesis (operated in (B)(6) 2014), rhinitis in (B)(6) 2012, epistaxis on (B)(6) 2012, haemorrhoids, termination of pregnancy - elective and parity 2. Previously administered products included for pain: spifen (ibuprofen) on (B)(6) 2011; for an unreported indication: nuvaring (ethinylestradiol, etonogestrel) from 2009 to 2010 and mirena. Past adverse reactions to the above products included haemorrhage with mirena; and pregnancy with nuvaring (ethinylestradiol and etonogestrel). Concomitant products included omeprazole (mopral) since (B)(6) 2016, paroxetine hydrochloride (deroxat) since (B)(6) 2016 and pregabalin (lyrica). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vertigo ("rotatory vertigo"). In 2013, the patient experienced deafness (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced tinnitus ("tinnitus"). In (B)(6) 2014, the patient experienced ear pain ("intermittent left ear pain"), neck pain ("cervical pain") and eye pain ("retro-ocular pain"). In 2014, the patient experienced back pain ("acute lumbar pain"), headache ("headaches"), myalgia ("muscle pain"), paraesthesia ("tingling in legs/ tingling"), fatigue ("fatigue, major") and arthralgia ("lumbar pain in sacroiliac region"). In (B)(6) 2014, the patient experienced sciatica (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2016, the patient experienced weight decreased ("lost 18 kg in one year"). In (B)(6) 2016, the patient experienced palpitations ("palpitations"). In (B)(6) 2016, the patient experienced dizziness ("dizziness / dizzy spells"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), musculoskeletal disorder (seriousness criterion disability), nausea ("nausea"), hypoacusis ("reduction in hearing"), metrorrhagia ("metrorrhagia"), menometrorrhagia ("menometrorrhagia"), adnexa uteri pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), premenstrual pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), vaginal discharge ("brown discharges"), menorrhagia ("heavy menstrual bleeding for 10 days"), pelvic pain ("pain"), loss of libido ("loss of libido"), breast pain ("very painful breasts"), hypotension ("bouts of hypotension"), extrasystoles ("extrasystoles"), hot flush ("episodes of hot flushes"), feeling cold ("bout of cold"), depression ("depression"), balance disorder ("loss of balance"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), menstrual disorder ("clotted blood during menses"), allergy to metals ("allergy to nickel"), gait inability ("incapacity walking"), migraine ("migraines") and aphasia ("incapacity speaking"). The patient was treated with morphine, acetylleucine (tanganil), analgesics, benicar hct (co olmetec), tramadol hydrochloride (contramal), diclofenac sodium (voltarene), esomeprazole magnesium (inexium), tinzaparin sodium (innohep), tramadol, hydrochlorothiazide, fentanyl (durogesic), pregabalin (lyrica), lidocaine (versatis), surgery (laparoscopy with clearing of effusion in recto-uterine pouch and bilateral salpingectomy) and surgery (operation on back in (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, genital haemorrhage, deafness, musculoskeletal disorder, dizziness, nausea, hypoacusis, metrorrhagia, menometrorrhagia, dyspareunia, back pain, headache, myalgia, paraesthesia, fatigue, arthralgia, adnexa uteri pain, premenstrual pain, vaginal discharge, menorrhagia, pelvic pain, loss of libido, breast pain, hypotension, extrasystoles, hot flush, feeling cold, depression, balance disorder, disturbance in attention, amnesia, menstrual disorder, allergy to metals, gait inability, migraine, aphasia, dysmenorrhoea, coital bleeding, vertigo, ear pain, neck pain, eye pain, palpitations, tinnitus and weight decreased outcome was unknown and the sciatica had resolved. The reporter provided no causality assessment for abdominal pain, adnexa uteri pain, amnesia, aphasia, arthralgia, back pain, balance disorder, breast pain, deafness, depression, disturbance in attention, dizziness, dyspareunia, extrasystoles, fatigue, feeling cold, gait inability, genital haemorrhage, headache, hot flush, hypoacusis, hypotension, loss of libido, menometrorrhagia, menorrhagia, menstrual disorder, metrorrhagia, migraine, musculoskeletal disorder, myalgia, nausea, paraesthesia, pelvic pain, premenstrual pain, sciatica and vaginal discharge with essure. The reporter considered allergy to metals, coital bleeding, device breakage, dysmenorrhoea, ear pain, eye pain, neck pain, palpitations, tinnitus, vertigo and weight decreased to be related to essure. The reporter commented: essure insertion: iit was very difficult to visualize the ostia. The left tubal ostium was reached and the first insert was easily introduced with 6 trailing spires in the uterine cavity. An insert was introduced into the right tubal ostium on the second attempt, with 5 trailing spires in the uterine cavity. Temporary contraception for 3 months. Walking with wheel-chair or walker, difficulty indeed inability to walk or remain standing; she was declared inapt for work. It was also stated a procedure in (B)(6) 2015 for removal of inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Allergy test - on (B)(6) 2017: very allergic to nickel nuclear magnetic resonance imaging - on (B)(6) 2016: no abnormalities of internal acoustic canals; on an unknown date: normal (B)(6) 2013 confirmatory test: plain film of abdomen, inserts were in place. Pelvic ultrasounds for metrorrhagia. Investigations on ent disturbances (dizzy spells, headaches and deafness) did not provide any contributory findings. (B)(6) 2016: pelvic ultrasound, urine microscopy and culture, as well as vaginal swab found no abnormalities. Pathological anatomy examination of samples collected from the uterus and uterine tubes on removal laparoscopy found no abnormalities. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 2.278 cases. Device breakage. The analysis in the global safety database revealed 2.624 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority, other, consumer, lawyer, naso-otolaryngologist, gynecologist, allergist, physician, orthopedist or radiologist is not possible. Most recent follow-up information incorporated above includes: on 11-jun-2018: information added/ updated: reporters, patient¿s date of birth and age, medical/drug history, essure removal date and lot number, concomitant and treatment drugs, events (dysmenorrhea, coital bleeding, rotatory vertigo, intermittent left ear pain, cervical pain, temporal and retro-ocular pain, palpitations, tinnitus, lost 18 kgs in one year, remaining essure fragment), event ¿bouts of hypertension¿ was deleted and added as concomitant disease, details on device insertion and removal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-aug-2017. The most recent information was received on 07-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("diffuse abdominal pain"), device breakage ("remaining essure fragment"), genital haemorrhage ("unexplained blood loss"), deafness unilateral ("loss of hearing predominantly on left"), musculoskeletal disorder ("functional impairment of lower libs") and sciatica ("sciatica or feeling of back becoming blocked") in a 40-year-old female patient who had essure (batch nos. A06327 and a06685) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty during placement of one insert" on (B)(6) 2013. The patient's medical history included spondylolisthesis, congenital, overweight, nickel sensitivity, lumbar spondylolisthesis (operated in (B)(6) 2014), rhinitis in (B)(6) 2012, epistaxis on (B)(6) 2012, haemorrhoids, termination of pregnancy - elective and parity 2. Previously administered products included for pain: spifen (ibuprofen); for an unreported indication: nuvaring (ethinylestradiol, etonogestrel) from 2009 to 2010 and mirena. Past adverse reactions to the above products included haemorrhage with mirena; and pregnancy with nuvaring (ethinylestradiol and etonogestrel). Concurrent conditions included hypertension since 2009. Concomitant products included omeprazole (mopral) since (B)(6) 2016, paroxetine hydrochloride (deroxat) since (B)(6) 2016 and pregabalin (lyrica). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vertigo ("rotatory vertigo"). In 2013, the patient experienced deafness unilateral (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced tinnitus ("tinnitus"). In (B)(6) 2014, the patient experienced ear pain ("intermittent left ear pain"), neck pain ("cervical pain") and eye pain ("retro-ocular pain"). In 2014, the patient experienced back pain ("acute lumbar pain"), headache ("headaches"), myalgia ("muscle pain"), paraesthesia ("tingling in legs/ tingling"), fatigue ("fatigue, major") and arthralgia ("lumbar pain in sacroiliac region"). In (B)(6) 2014, the patient experienced sciatica (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2016, the patient was found to have weight decreased ("lost 18 kg in one year"). In (B)(6) 2016, the patient experienced palpitations ("palpitations"). In (B)(6) 2016, the patient experienced dizziness ("dizziness / dizzy spells"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), musculoskeletal disorder (seriousness criterion disability), nausea ("nausea"), hypoacusis ("reduction in hearing"), metrorrhagia ("metrorrhagia"), menometrorrhagia ("menometrorrhagia"), adnexa uteri pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), premenstrual pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), vaginal discharge ("brown discharges"), menorrhagia ("heavy menstrual bleeding for 10 days"), pelvic pain ("pain"), loss of libido ("loss of libido"), breast pain ("very painful breasts"), hypotension ("bouts of hypotension"), extrasystoles ("extrasystoles"), hot flush ("episodes of hot flushes"), feeling cold ("bout of cold"), depression ("depression"), loss of balance ("loss of balance"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), menstrual disorder ("clotted blood during menses"), allergy to metals ("allergy to nickel"), gait inability ("incapacity walking"), migraine ("migraines") and aphasia ("incapacity speaking"). The patient was treated with acetylleucine (tanganil), analgesics, diclofenac sodium (voltarene), esomeprazole, fentanyl (durogesic), hydrochlorothiazide, hydrochlorothiazide;olmesartan medoxomil (co olmetec), lidocaine (versatis), morphine, pregabalin (lyrica), tinzaparin sodium (innohep), tramadol hydrochloride, tramadol hydrochloride (contramal) and surgery (laparoscopy with clearing of effusion in recto-uterine pouch and bilateral salpingectomy and operation on back in (B)(6) 2014). Essure was removed. At the time of the report, the abdominal pain, device breakage, genital haemorrhage, deafness unilateral, musculoskeletal disorder, dizziness, nausea, hypoacusis, metrorrhagia, menometrorrhagia, dyspareunia, back pain, headache, myalgia, paraesthesia, fatigue, arthralgia, adnexa uteri pain, premenstrual pain, vaginal discharge, menorrhagia, pelvic pain, loss of libido, breast pain, hypotension, extrasystoles, hot flush, feeling cold, depression, loss of balance, disturbance in attention, amnesia, menstrual disorder, allergy to metals, gait inability, migraine, aphasia, dysmenorrhoea, coital bleeding, vertigo, ear pain, neck pain, eye pain, palpitations, tinnitus and weight decreased outcome was unknown and the sciatica had resolved. The reporter provided no causality assessment for abdominal pain, adnexa uteri pain, amnesia, aphasia, arthralgia, back pain, breast pain, deafness unilateral, depression, disturbance in attention, dizziness, dyspareunia, extrasystoles, fatigue, feeling cold, gait inability, genital haemorrhage, headache, hot flush, hypoacusis, hypotension, loss of balance, loss of libido, menometrorrhagia, menorrhagia, menstrual disorder, metrorrhagia, migraine, musculoskeletal disorder, myalgia, nausea, paraesthesia, pelvic pain, premenstrual pain, sciatica and vaginal discharge with essure. The reporter considered allergy to metals, coital bleeding, device breakage, dysmenorrhoea, ear pain, eye pain, neck pain, palpitations, tinnitus, vertigo and weight decreased to be related to essure. The reporter commented: essure insertion: it was very difficult to visualize the ostia. The left tubal ostium was reached and the first insert was easily introduced with 6 trailing spires in the uterine cavity. An insert was introduced into the right tubal ostium on the second attempt, with 5 trailing spires in the uterine cavity. Temporary contraception for 3 months. Walking with wheel-chair or walker, difficulty indeed inability to walk or remain standing; she was declared inapt for work. It was also stated a procedure in (B)(6) 2015 for removal of inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Allergy test - on (B)(6) 2017: results: very allergic to nickel. Nuclear magnetic resonance imaging - on an unknown date: results: normal; on (B)(6) 2016: results: no abnormalities of internal acoustic canals. (B)(6) 2013 confirmatory test: plain film of abdomen, inserts were in place. Pelvic ultrasounds for metrorrhagia. Investigations on ent disturbances (dizzy spells, headaches and deafness) did not provide any contributory findings. (B)(6) 2016: pelvic ultrasound, urine microscopy and culture, as well as vaginal swab found no abnormalities. Pathological anatomy examination of samples collected from the uterus and uterine tubes on removal laparoscopy found no abnormalities. Batch number: a06327, expiration date: may-2015, manufacture date: may-2012. Batch number: a06685, expiration date: may-2015, manufacture date: may-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, other, consumer, lawyer, naso-otolaryngologist, gynecologist, allergist, physician, orthopedist or radiologist is not possible. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-aug-2017. The most recent information was received on 29-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('diffuse abdominal pain'), device breakage ('remaining essure fragment'), deafness unilateral ('loss of hearing predominantly on left'), musculoskeletal disorder ('functional impairment of lower libs'), sciatica ('sciatica or feeling of back becoming blocked') and arthrodesis ('lumbar arthrodesis') in a 40-year-old female patient who had essure (batch no. A06327 / a06685) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty during placement of one insert" on (B)(6) 2013 and device material issue "it suggests the degradation of implants". The patient's medical history included epistaxis on (B)(6) 2012, rhinitis in (B)(6) 2012, spondylolisthesis, congenital, overweight, nickel sensitivity, lumbar spondylolisthesis (operated in (B)(6) 2014), haemorrhoids, termination of pregnancy - elective and parity 2. Previously administered products included for pain: spifen (ibuprofen); for an unreported indication: nuvaring (ethinylestradiol, etonogestrel) from 2009 to 2010 and mirena. Past adverse reactions to the above products included haemorrhage with mirena; and pregnancy with nuvaring (ethinylestradiol and etonogestrel). Concurrent conditions included hypertension since 2009. Concomitant products included omeprazole (mopral) since (B)(6) 2016, paroxetine hydrochloride (deroxat) since (B)(6) 2016 and pregabalin (lyrica). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), back pain ("acute lumbar pain"), fatigue ("fatigue, major"), vertigo ("rotatory vertigo"), ear pain ("intermittent left ear pain"), neck pain ("cervical pain") and insomnia ("insomnia"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), deafness unilateral (seriousness criterion medically significant) and headache ("heavy and recurrent headaches"). In (B)(6) 2013, the patient experienced tinnitus ("tinnitus"). In (B)(6) 2014, the patient experienced eye pain ("retro-ocular pain"). In 2014, the patient experienced myalgia ("muscle pain"), paraesthesia ("tingling in legs/ tingling") and arthralgia ("lumbar pain in sacroiliac region"). In (B)(6) 2014, the patient experienced sciatica (seriousness criterion medically significant) and underwent arthrodesis (seriousness criterion hospitalization). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2016, the patient was found to have weight decreased ("lost 18 kg in one year"). In (B)(6) 2016, the patient experienced palpitations ("palpitations"). In (B)(6) 2016, the patient experienced dizziness ("dizziness / dizzy spells"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). In 2017, the patient experienced allergy to metals ("allergy to nickel"). On an unknown date, the patient experienced genital haemorrhage ("unexplained blood loss"), musculoskeletal disorder (seriousness criterion disability), hypoacusis ("reduction in hearing"), metrorrhagia ("metrorrhagia"), menometrorrhagia ("menometrorrhagia"), adnexa uteri pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), premenstrual pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), vaginal discharge ("brown discharges"), menorrhagia ("heavy menstrual bleeding for 10 days"), pelvic pain ("pain"), loss of libido ("loss of libido"), breast pain ("very painful breasts"), hypotension ("bouts of hypotension"), extrasystoles ("extrasystoles"), hot flush ("episodes of hot flushes"), feeling cold ("bout of cold"), depression ("depression"), balance disorder ("loss of balance"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), menstrual disorder ("clotted blood during menses"), gait inability ("incapacity walking"), migraine ("migraines"), aphasia ("incapacity speaking"), tachycardia ("tachycardia"), pain in extremity ("pain in lower limbs"), mood swings ("mood fluctuation"), suicidal ideation ("suicidal ideas"), pruritus ("itching"), memory impairment ("memory disorder"), speech disorder ("speech disorder"), visual impairment ("visions disorders"), sleep disorder ("sleep disorders") and inflammation ("inflammatory pathology"). The patient was treated with acetylleucine (tanganil), analgesics, diclofenac, esomeprazole, fentanyl (durogesic), hydrochlorothiazide, hydrochlorothiazide;olmesartan medoxomil (co olmetec), lidocaine (versatis), morphine, pregabalin (lyrica), tinzaparin sodium (innohep), tramadol hydrochloride, tramadol hydrochloride (contramal) and surgery (laparoscopy with clearing of effusion in recto-uterine pouch and bilateral salpingectomy and operation on back in (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, genital haemorrhage, deafness unilateral, musculoskeletal disorder, dizziness, nausea, hypoacusis, metrorrhagia, menometrorrhagia, dyspareunia, back pain, headache, myalgia, paraesthesia, fatigue, arthralgia, adnexa uteri pain, premenstrual pain, vaginal discharge, menorrhagia, pelvic pain, loss of libido, breast pain, hypotension, extrasystoles, hot flush, feeling cold, depression, balance disorder, disturbance in attention, amnesia, menstrual disorder, allergy to metals, gait inability, migraine, aphasia, dysmenorrhoea, coital bleeding, vertigo, ear pain, neck pain, eye pain, palpitations, tinnitus, weight decreased, insomnia, arthrodesis, tachycardia, pain in extremity, mood swings, suicidal ideation, pruritus, memory impairment, speech disorder, visual impairment and inflammation outcome was unknown and the sciatica had resolved. The reporter provided no causality assessment for abdominal pain, adnexa uteri pain, amnesia, aphasia, arthralgia, back pain, balance disorder, breast pain, deafness unilateral, depression, disturbance in attention, dizziness, dyspareunia, extrasystoles, fatigue, feeling cold, gait inability, genital haemorrhage, headache, hot flush, hypoacusis, hypotension, loss of libido, menometrorrhagia, menorrhagia, menstrual disorder, metrorrhagia, migraine, musculoskeletal disorder, myalgia, nausea, paraesthesia, pelvic pain, premenstrual pain, sciatica and vaginal discharge with essure. The reporter considered allergy to metals, arthrodesis, coital bleeding, device breakage, dysmenorrhoea, ear pain, eye pain, inflammation, insomnia, memory impairment, mood swings, neck pain, pain in extremity, palpitations, pruritus, sleep disorder, speech disorder, suicidal ideation, tachycardia, tinnitus, vertigo, visual impairment and weight decreased to be related to essure. The reporter commented: essure insertion: it was very difficult to visualize the ostia. The left tubal ostium was reached and the first insert was easily introduced with 6 trailing spires in the uterine cavity. An insert was introduced into the right tubal ostium on the second attempt, with 5 trailing spires in the uterine cavity. Temporary contraception for 3 months. After analysis, presence of mineralogic particles and great part of tin particles were found, causing inflammatory pathology. It suggests the degradation of implants. Walking with wheel-chair or walker, difficulty indeed inability to walk or remain standing; she was declared inapt for work. It was also stated a procedure in (B)(6) 2015 for removal of inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Allergy test - on (B)(6) 2017: results: very allergic to nickel. Magnetic resonance imaging - on an unknown date: results: normal; on (B)(6) 2016: results: no abnormalities of internal acoustic canals. (B)(6) 2013 confirmatory test: plain film of abdomen, inserts were in place. Pelvic ultrasounds for metrorrhagia. Investigations on ent disturbances (dizzy spells, headaches and deafness) did not provide any contributory findings. (B)(6) 2016: pelvic ultrasound, urine microscopy and culture, as well as vaginal swab found no abnormalities. Pathological anatomy examination of samples collected from the uterus and uterine tubes on removal laparoscopy found no abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, other, consumer, lawyer, naso-otolaryngologist, gynecologist, allergist, physician, orthopedist or radiologist is not possible. Most recent follow-up information incorporated above includes: on 29-sep-2020: information added: reporter (lawyer), events (insomnia, lumbar arthrodesis, tachycardia, pain in lower limbs, mood fluctuation, suicidal ideas, itching, memory disorder, speech disorder, visions disorders, sleep disorders, inflammatory pathology). We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-aug-2017. The most recent information was received on 12-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('diffuse abdominal pain'), device breakage ('remaining essure fragment'), deafness unilateral ('loss of hearing predominantly on left'), musculoskeletal disorder ('functional impairment of lower libs'), sciatica ('sciatica or feeling of back becoming blocked') and back pain (with radiation) ('lowback pains with radiculalgia of dynamic type related with spondylolisthesis l5 s1 / lombalgia') in a 40-year-old female patient who had essure (batch no. A06327 / a06685) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty during placement of one insert" on (B)(6) 2013 and device material issue "it suggests the degradation of implants". The patient's medical history included epistaxis on (B)(6) 2012, rhinitis in (B)(6) 2012, spondylolisthesis, congenital, overweight, nickel sensitivity, lumbar spondylolisthesis (operated in (B)(6) 2014), haemorrhoids, termination of pregnancy - elective and parity 2. Previously administered products included for pain: spifen (ibuprofen); for an unreported indication: nuvaring (ethinylestradiol, etonogestrel) from 2009 to 2010 and mirena. Past adverse reactions to the above products included haemorrhage with mirena; and pregnancy with nuvaring (ethinylestradiol and etonogestrel). Concurrent conditions included hypertension since 2009. Concomitant products included omeprazole (mopral) since (B)(6) 2016, paroxetine hydrochloride (deroxat) since (B)(6) 2016 and pregabalin (lyrica) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), acute lumbago ("acute lumbar pain"), fatigue ("fatigue, major"), vertigo ("rotatory vertigo"), ear pain ("intermittent left ear pain"), neck pain ("cervical pain / cervicalgia") and insomnia ("insomnia"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), deafness unilateral (seriousness criterion medically significant) and headache ("heavy and recurrent headaches"). In (B)(6) 2013, the patient experienced tinnitus ("tinnitus"). In (B)(6) 2014, the patient experienced eye pain ("retro-ocular pain"). On (B)(6) 2014, the patient experienced bruxism ("bruxism"). In 2014, the patient experienced myalgia ("muscle pain"), paraesthesia lower limb ("tingling in legs/ tingling") and arthralgia ("lumbar pain in sacroiliac region"). In (B)(6) 2014, the patient experienced sciatica (seriousness criterion medically significant) and back pain (with radiation) (seriousness criterion hospitalization). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2016, the patient was found to have weight decreased ("lost 18 kg in one year"). In (B)(6) 2016, the patient experienced palpitations ("palpitations"). On (B)(6) 2016, the patient experienced deafness neurosensory ("sensorineural deafness"). In (B)(6) 2016, the patient experienced dizziness ("dizziness / dizzy spells"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). In 2017, the patient experienced allergy to metals ("allergy to nickel"). On an unknown date, the patient experienced genital haemorrhage ("unexplained blood loss"), musculoskeletal disorder (seriousness criterion disability), hypoacusis ("reduction in hearing"), metrorrhagia ("metrorrhagia"), menometrorrhagia ("menometrorrhagia"), adnexa uteri pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), premenstrual pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), vaginal discharge ("brown discharges"), menorrhagia ("heavy menstrual bleeding for 10 days"), pelvic pain ("pain"), loss of libido ("loss of libido"), breast pain ("very painful breasts"), hypotension ("bouts of hypotension"), extrasystoles ("extrasystoles"), hot flush ("episodes of hot flushes"), feeling cold ("bout of cold"), depression ("depression"), balance disorder ("loss of balance"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), menstrual disorder ("clotted blood during menses"), gait inability ("incapacity walking"), migraine ("migraines"), aphasia ("incapacity speaking"), tachycardia ("tachycardia"), pain in extremity ("pain in lower limbs"), mood swings ("mood fluctuation"), suicidal ideation ("suicidal ideas"), pruritus ("itching"), memory impairment ("memory disorder"), speech disorder ("speech disorder"), visual impairment ("visions disorders"), sleep disorder ("sleep disorders"), inflammation ("inflammatory pathology"), paresthesia lower limb ("paresthesia in both lower limbs") and asthenia ("asthenia"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with acetylleucine (tanganil), analgesics, diclofenac, diclofenac sodium (voltarene), esomeprazole, fentanyl (durogesic), hydrochlorothiazide, hydrochlorothiazide;olmesartan medoxomil (co olmetec), lidocaine (versatis), morphine, pregabalin (lyrica), tinzaparin sodium (innohep), tramadol hydrochloride, tramadol hydrochloride (contramal) and surgery (laparoscopy with clearing of effusion in recto-uterine pouch and bilateral salpingectomy and operation on back in (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, sciatica, menometrorrhagia, dyspareunia, pelvic pain, vertigo, tachycardia and paresthesia lower limb had resolved, the device breakage, genital haemorrhage, deafness unilateral, musculoskeletal disorder, dizziness, nausea, hypoacusis, metrorrhagia, acute lumbago, myalgia, paraesthesia lower limb, fatigue, arthralgia, adnexa uteri pain, premenstrual pain, vaginal discharge, menorrhagia, loss of libido, breast pain, hypotension, extrasystoles, hot flush, feeling cold, depression, balance disorder, disturbance in attention, amnesia, menstrual disorder, allergy to metals, gait inability, aphasia, dysmenorrhoea, coital bleeding, ear pain, neck pain, eye pain, palpitations, tinnitus, weight decreased, insomnia, pain in extremity, mood swings, suicidal ideation, pruritus, memory impairment, speech disorder, visual impairment, inflammation, bruxism and deafness neurosensory outcome was unknown and the headache, migraine, back pain (with radiation) and asthenia was resolving. The reporter provided no causality assessment for abdominal pain with essure. The reporter considered acute lumbago, adnexa uteri pain, allergy to metals, amnesia, aphasia, arthralgia, asthenia, balance disorder, breast pain, bruxism, coital bleeding, deafness neurosensory, deafness unilateral, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear pain, extrasystoles, eye pain, fatigue, feeling cold, gait inability, genital haemorrhage, headache, hot flush, hypoacusis, hypotension, inflammation, insomnia, loss of libido, memory impairment, menometrorrhagia, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, musculoskeletal disorder, myalgia, nausea, neck pain, pain in extremity, palpitations, paraesthesia lower limb, pelvic pain, premenstrual pain, pruritus, sciatica, sleep disorder, speech disorder, suicidal ideation, tachycardia, tinnitus, vaginal discharge, vertigo, visual impairment, weight decreased, back pain (with radiation) and paresthesia lower limb to be related to essure. The reporter commented: essure insertion: it was very difficult to visualize the ostia. The left tubal ostium was reached and the first insert was easily introduced with 6 trailing spires in the uterine cavity. An insert was introduced into the right tubal ostium on the second attempt, with 5 trailing spires in the uterine cavity. Temporary contraception for 3 months. After analysis, presence of mineralogic particles and great part of tin particles were found, causing inflammatory pathology. It suggests the degradation of implants. Walking with wheel-chair or walker, difficulty indeed inability to walk or remain standing; she was declared inapt for work. It was also stated a procedure in (B)(6) 2015 for removal of inserts. The patient received physiotherapy cares: from 2014 to 2017. Several medical leaves from 2014, then disability from (B)(6) 2016, and cessation of activity. Essure was removed in two times. Bilateral salpingectomy on (B)(6) 2017, but a fragment stayed in intra-abdominal. Second surgery on (B)(6) 2017 with complete exeresis. (Hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Allergy test - on (B)(6) 2017: results: very allergic to nickel, allergy with nickel ++. Female genital organs x-ray - on (B)(6) 2017: results: it stayed a fragment of intratubal device in pelvic area on the left (length : 18 mm). Magnetic resonance imaging - on (B)(6) 2016: results: normal; on (B)(6) 2016: results: no abnormalities of internal acoustic canals. Pathology test - on an unknown date: results: scanning electron microscope found particles, from which tin. Ultrasound urinary system - on (B)(6) 2016: results: absence of pelvic anormalies. (B)(6) 2013 confirmatory test: plain film of abdomen, inserts were in place. Pelvic ultrasounds for metrorrhagia. Investigations on ent disturbances (dizzy spells, headaches and deafness) did not provide any contributory findings. (B)(6) 2016: pelvic ultrasound, urine microscopy and culture, as well as vaginal swab found no abnormalities. Pathological anatomy examination of samples collected from the uterus and uterine tubes on removal laparoscopy found no abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, other, consumer, lawyer, naso-otolaryngologist, gynecologist, allergist, physician, orthopedist or radiologist is not possible. Most recent follow-up information incorporated above includes: on 12-oct-2020: lab data was added, the following events bruxism, sensorineural deafness, paraesthesia, asthenia, were added, cervicalgia was added to neck pain, lumbar arthrodesis was updated to low back pains with radiculalgia of dynamic type related with spondylolisthesis l5 s1 / lombalgia. On drug tab lyrica dose regime, voltarene were added, the following drug dose regimes were exchanged from (B)(6) 2015 to (B)(6) 2016 durogesic, from (B)(6) 2016 to (B)(6) 2016 deroxat and mopral, from (B)(6) 2014 to (B)(6) 2016 coolmetec, respecitvely. Outcome were exchanged from unknown to recovery, vertigo, tachycardia, menometrorrhagia, abdominal pain, pelvic pain, dyspareunia. Outcome were exchanged from unknown to recovering/resolving, migraine, headache, back pain. The patient received physiotherapy cares: from 2014 to 2017. Was added on reporter causality comment. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('diffuse abdominal pain'), device breakage ('remaining essure fragment'), deafness unilateral ('loss of hearing predominantly on left'), musculoskeletal disorder ('functional impairment of lower libs'), sciatica ('sciatica or feeling of back becoming blocked') and lumbar radicular pain ('lowback pains with radiculalgia of dynamic type related with spondylolisthesis l5 s1 / lombalgia') in a 40-year-old female patient who had essure (batch no. A06327 / a06685) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty during placement of one insert" on (B)(6) 2013 and device material issue "it suggests the degradation of implants". The patient's medical history included epistaxis on (B)(6) 2012, rhinitis in (B)(6) 2012, spondylolisthesis, congenital, overweight, nickel sensitivity, lumbar spondylolisthesis (operated in (B)(6) 2014), haemorrhoids, termination of pregnancy - elective and parity 2. Previously administered products included for pain: spifen (ibuprofen); for an unreported indication: nuvaring (ethinylestradiol, etonogestrel) from 2009 to 2010 and mirena. Past adverse reactions to the above products included haemorrhage with mirena; and pregnancy with nuvaring (ethinylestradiol and etonogestrel). Concurrent conditions included hypertension since 2009. Concomitant products included omeprazole (mopral) since (B)(6) 2016, paroxetine hydrochloride (deroxat) since (B)(6) 2016 and pregabalin (lyrica) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), back pain ("acute lumbar pain"), fatigue ("fatigue, major"), vertigo ("rotatory vertigo"), ear pain ("intermittent left ear pain"), neck pain ("cervical pain / cervicalgia") and insomnia ("insomnia"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), deafness unilateral (seriousness criterion medically significant) and headache ("heavy and recurrent headaches"). In (B)(6) 2013, the patient experienced tinnitus ("tinnitus"). In (B)(6) 2014, the patient experienced eye pain ("retro-ocular pain"). On (B)(6) 2014, the patient experienced bruxism ("bruxism"). In 2014, the patient experienced myalgia ("muscle pain"), paraesthesia lower limb ("tingling in legs/ tingling") and arthralgia ("lumbar pain in sacroiliac region"). In (B)(6) 2014, the patient experienced sciatica (seriousness criterion medically significant) and lumbar radicular pain (seriousness criterion hospitalization). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2016, the patient was found to have weight decreased ("lost 18 kg in one year"). In october 2016, the patient experienced palpitations ("palpitations"). On (B)(6) 2016, the patient experienced deafness neurosensory ("sensorineural deafness"). In (B)(6) 2016, the patient experienced dizziness ("dizziness / dizzy spells"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). In 2017, the patient experienced allergy to metals ("allergy to nickel"). On an unknown date, the patient experienced genital haemorrhage ("unexplained blood loss"), musculoskeletal disorder (seriousness criterion disability), hypoacusis ("reduction in hearing"), metrorrhagia ("metrorrhagia"), menometrorrhagia ("menometrorrhagia"), adnexa uteri pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), premenstrual pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), vaginal discharge ("brown discharges"), menorrhagia ("heavy menstrual bleeding for 10 days"), pelvic pain ("pain"), loss of libido ("loss of libido"), breast pain ("very painful breasts"), hypotension ("bouts of hypotension"), extrasystoles ("extrasystoles"), hot flush ("episodes of hot flushes"), feeling cold ("bout of cold"), depression ("depression"), balance disorder ("loss of balance"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), menstrual disorder ("clotted blood during menses"), gait inability ("incapacity walking"), migraine ("migraines"), aphasia ("incapacity speaking"), tachycardia ("tachycardia"), pain in extremity ("pain in lower limbs"), mood swings ("mood fluctuation"), suicidal ideation ("suicidal ideas"), pruritus ("itching"), memory impairment ("memory disorder"), speech disorder ("speech disorder"), visual impairment ("visions disorders"), sleep disorder ("sleep disorders"), inflammation ("inflammatory pathology"), paresthesia lower limb ("paresthesia in both lower limbs") and asthenia ("asthenia"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with acetylleucine (tanganil), analgesics, diclofenac, diclofenac sodium (voltarene), esomeprazole, fentanyl (durogesic), hydrochlorothiazide, hydrochlorothiazide;olmesartan medoxomil (co olmetec), lidocaine (versatis), morphine, pregabalin (lyrica), tinzaparin sodium (innohep), tramadol hydrochloride, tramadol hydrochloride (contramal) and surgery (laparoscopy with clearing of effusion in recto-uterine pouch and bilateral salpingectomy and operation on back in (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, sciatica, menometrorrhagia, dyspareunia, pelvic pain, vertigo, tachycardia and paresthesia lower limb had resolved, the device breakage, genital haemorrhage, deafness unilateral, musculoskeletal disorder, dizziness, nausea, hypoacusis, metrorrhagia, back pain, myalgia, paraesthesia lower limb, fatigue, arthralgia, adnexa uteri pain, premenstrual pain, vaginal discharge, menorrhagia, loss of libido, breast pain, hypotension, extrasystoles, hot flush, feeling cold, depression, balance disorder, disturbance in attention, amnesia, menstrual disorder, allergy to metals, gait inability, aphasia, dysmenorrhoea, coital bleeding, ear pain, neck pain, eye pain, palpitations, tinnitus, weight decreased, insomnia, pain in extremity, mood swings, suicidal ideation, pruritus, memory impairment, speech disorder, visual impairment, inflammation, bruxism and deafness neurosensory outcome was unknown and the headache, migraine, lumbar radicular pain and asthenia was resolving. The reporter provided no causality assessment for abdominal pain with essure. The reporter considered adnexa uteri pain, allergy to metals, amnesia, aphasia, arthralgia, asthenia, back pain, balance disorder, breast pain, bruxism, coital bleeding, deafness neurosensory, deafness unilateral, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear pain, extrasystoles, eye pain, fatigue, feeling cold, gait inability, genital haemorrhage, headache, hot flush, hypoacusis, hypotension, inflammation, insomnia, loss of libido, memory impairment, menometrorrhagia, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, musculoskeletal disorder, myalgia, nausea, neck pain, pain in extremity, palpitations, paraesthesia lower limb, pelvic pain, premenstrual pain, pruritus, sciatica, sleep disorder, speech disorder, suicidal ideation, tachycardia, tinnitus, vaginal discharge, vertigo, visual impairment, weight decreased, lumbar radicular pain and paresthesia lower limb to be related to essure. The reporter commented: essure insertion: it was very difficult to visualize the ostia. The left tubal ostium was reached and the first insert was easily introduced with 6 trailing spires in the uterine cavity. An insert was introduced into the right tubal ostium on the second attempt, with 5 trailing spires in the uterine cavity. Temporary contraception for 3 months. After analysis, presence of mineralogic particles and great part of tin particles were found, causing inflammatory pathology. It suggests the degradation of implants. Walking with wheel-chair or walker, difficulty indeed inability to walk or remain standing; she was declared inapt for work. It was also stated a procedure in (B)(6) 2015 for removal of inserts. The patient received physiotherapy cares: from 2014 to 2017. Several medical leaves from 2014, then disability from 01- (B)(6) 2016, and cessation of activity. Essure was removed in two times. Bilateral salpingectomy on (B)(6) 2017, but a fragment stayed in intra-abdominal. Second surgery on (B)(6) 2017 with complete exeresis. (Hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Allergy test - on (B)(6) 2017: results: very allergic to nickel, allergy with nickel ++. Female genital organs x-ray - on (B)(6) 2017: results: it stayed a fragment of intratubal device in pelvic area on the left (length : 18 mm). Magnetic resonance imaging - on (B)(6) 2016: results: normal; on (B)(6) 2016: results: no abnormalities of internal acoustic canals. Pathology test - on an unknown date: results: scanning electron microscope found particles, from which tin. Ultrasound urinary system - on (B)(6) 2016: results: absence of pelvic abnormalizes. (B)(6) 2013 confirmatory test: plain film of abdomen, inserts were in place. Pelvic ultrasounds for metrorrhagia. Investigations on ent disturbances (dizzy spells, headaches and deafness) did not provide any contributory findings. (B)(6) 2016: pelvic ultrasound, urine microscopy and culture, as well as vaginal swab found no abnormalities. Pathological anatomy examination of samples collected from the uterus and uterine tubes on removal laparoscopy found no abnormalities. Lot number: a06327 manufacturing date: 2012-05 expiration date: 2015-05. Lot number: a06685 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, other, consumer, lawyer, naso-otolaryngologist, gynecologist, allergist, physician, orthopedist or radiologist is not possible. Amendment: the report was amended for the following reason: following company internal review, the reported event "lowback pains with radiculalgia of dynamic type related with spondylolisthesis l5 s1 / lombalgia" was recoded to "lumbar radicular pain". No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 08-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("diffuse abdominal pain"), device breakage ("remaining essure fragment"), genital haemorrhage ("unexplained blood loss"), deafness unilateral ("loss of hearing predominantly on left"), musculoskeletal disorder ("functional impairment of lower libs") and sciatica ("sciatica or feeling of back becoming blocked") in a 40-year-old female patient who had essure (batch no. A06327,a06685) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty during placement of one insert" on 23-may-2013. The patient's past medical history included spondylolisthesis, congenital, hypertension in 2009, overweight, nickel sensitivity, lumbar spondylolisthesis (operated in (B)(6) 2014), rhinitis in (B)(6) 2012, epistaxis on (B)(6) 2012, haemorrhoids, termination of pregnancy - elective and parity 2. Previously administered products included for pain: spifen (ibuprofen) on (B)(6) 2011; for an unreported indication: nuvaring (ethinylestradiol, etonogestrel) from 2009 to 2010 and mirena. Past adverse reactions to the above products included haemorrhage with mirena; and pregnancy with nuvaring (ethinylestradiol and etonogestrel). Concomitant products included omeprazole (mopral) since (B)(6) 2016, paroxetine hydrochloride (deroxat) since (B)(6) 2016 and pregabalin (lyrica). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vertigo ("rotatory vertigo"). In 2013, the patient experienced deafness unilateral (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced tinnitus ("tinnitus"). In (B)(6) 2014, the patient experienced ear pain ("intermittent left ear pain"), neck pain ("cervical pain") and eye pain ("retro-ocular pain"). In 2014, the patient experienced back pain ("acute lumbar pain"), headache ("headaches"), myalgia ("muscle pain"), paraesthesia ("tingling in legs/ tingling"), fatigue ("fatigue, major") and arthralgia ("lumbar pain in sacroiliac region"). In (B)(6) 2014, the patient experienced sciatica (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2016, the patient experienced weight decreased ("lost 18 kg in one year"). In (B)(6) 2016, the patient experienced palpitations ("palpitations"). In (B)(6) 2016, the patient experienced dizziness ("dizziness / dizzy spells"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), musculoskeletal disorder (seriousness criterion disability), nausea ("nausea"), hypoacusis ("reduction in hearing"), metrorrhagia ("metrorrhagia"), menometrorrhagia ("menometrorrhagia"), adnexa uteri pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), premenstrual pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), vaginal discharge ("brown discharges"), menorrhagia ("heavy menstrual bleeding for 10 days"), pelvic pain ("pain"), loss of libido ("loss of libido"), breast pain ("very painful breasts"), hypotension ("bouts of hypotension"), extrasystoles ("extrasystoles"), hot flush ("episodes of hot flushes"), feeling cold ("bout of cold"), depression ("depression"), balance disorder ("loss of balance"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), menstrual disorder ("clotted blood during menses"), allergy to metals ("allergy to nickel"), gait inability ("incapacity walking"), migraine ("migraines") and aphasia ("incapacity speaking"). The patient was treated with morphine, acetylleucine (tanganil), analgesics, benicar hct (co olmetec), tramadol hydrochloride (contramal), diclofenac sodium (voltarene), esomeprazole magnesium (inexium), tinzaparin sodium (innohep), tramadol hydrochloride, hydrochlorothiazide, fentanyl (durogesic), pregabalin (lyrica), lidocaine (versatis), surgery (laparoscopy with clearing of effusion in recto-uterine pouch and bilateral salpingectomy) and surgery (operation on back in (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, genital haemorrhage, deafness unilateral, musculoskeletal disorder, dizziness, nausea, hypoacusis, metrorrhagia, menometrorrhagia, dyspareunia, back pain, headache, myalgia, paraesthesia, fatigue, arthralgia, adnexa uteri pain, premenstrual pain, vaginal discharge, menorrhagia, pelvic pain, loss of libido, breast pain, hypotension, extrasystoles, hot flush, feeling cold, depression, balance disorder, disturbance in attention, amnesia, menstrual disorder, allergy to metals, gait inability, migraine, aphasia, dysmenorrhoea, coital bleeding, vertigo, ear pain, neck pain, eye pain, palpitations, tinnitus and weight decreased outcome was unknown and the sciatica had resolved. The reporter provided no causality assessment for abdominal pain, adnexa uteri pain, amnesia, aphasia, arthralgia, back pain, balance disorder, breast pain, deafness unilateral, depression, disturbance in attention, dizziness, dyspareunia, extrasystoles, fatigue, feeling cold, gait inability, genital haemorrhage, headache, hot flush, hypoacusis, hypotension, loss of libido, menometrorrhagia, menorrhagia, menstrual disorder, metrorrhagia, migraine, musculoskeletal disorder, myalgia, nausea, paraesthesia, pelvic pain, premenstrual pain, sciatica and vaginal discharge with essure. The reporter considered allergy to metals, coital bleeding, device breakage, dysmenorrhoea, ear pain, eye pain, neck pain, palpitations, tinnitus, vertigo and weight decreased to be related to essure. The reporter commented: essure insertion: it was very difficult to visualize the ostia. The left tubal ostium was reached and the first insert was easily introduced with 6 trailing spires in the uterine cavity. An insert was introduced into the right tubal ostium on the second attempt, with 5 trailing spires in the uterine cavity. Temporary contraception for 3 months. Walking with wheel-chair or walker, difficulty indeed inability to walk or remain standing; she was declared inapt for work. It was also stated a procedure in (B)(6) 2015 for removal of inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Allergy test - on (B)(6) 2017: very allergic to nickel nuclear magnetic resonance imaging - on (B)(6) 2016: no abnormalities of internal acoustic canals; on an unknown date: normal (B)(6) 2013 confirmatory test: plain film of abdomen, inserts were in place. Pelvic ultrasounds for metrorrhagia. Investigations on ent disturbances (dizzy spells, headaches and deafness) did not provide any contributory findings. (B)(6) 2016: pelvic ultrasound, urine microscopy and culture, as well as vaginal swab found no abnormalities. Pathological anatomy examination of samples collected from the uterus and uterine tubes on removal laparoscopy found no abnormalities. Batch number: a06327 expiration date: may-2015 manufacture date: may-2012. Batch number: a06685 expiration date: may-2015 manufacture date: may-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, other, consumer, lawyer, naso-otolaryngologist, gynecologist, allergist, physician, orthopedist or radiologist is not possible. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('diffuse abdominal pain'), device breakage ('remaining essure fragment') and sciatica ('lowback pains with radiculalgia of dynamic type related with spondylolisthesis l5 s1 / lombalgia') in a 40-year-old female patient who had essure (batch no. A06327 / a06685) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty during placement of one insert" on (B)(6) -2013 and device material issue "it suggests the degradation of implants". The patient's medical history included epistaxis on (B)(6) 2012, rhinitis in (B)(6) 2012, spondylolisthesis, congenital, overweight, nickel sensitivity, lumbar spondylolisthesis (operated in (B)(6) 2014), haemorrhoids, termination of pregnancy - elective and parity 2. Previously administered products included for pain: spifen (ibuprofen); for an unreported indication: nuvaring (ethinylestradiol, etonogestrel) from 2009 to 2010 and mirena. Past adverse reactions to the above products included haemorrhage with mirena; and pregnancy with nuvaring (ethinylestradiol and etonogestrel). Concurrent conditions included hypertension since 2009. Concomitant products included omeprazole (mopral) since (B)(6) 2016, paroxetine hydrochloride (deroxat) since (B)(6) 2016 and pregabalin (lyrica) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("acute lumbar pain"), ear pain ("intermittent left ear pain"), vertigo ("rotatory vertigo"), nausea ("nausea"), fatigue ("fatigue, major"), neck pain ("cervical pain / cervicalgia") and insomnia ("insomnia"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("heavy and recurrent headaches") and deafness ("loss/reduction of hearing predominantly on left"). In (B)(6) 2013, the patient experienced tinnitus ("tinnitus"). In (B)(6) 2014, the patient experienced eye pain ("retro-ocular pain"). On (B)(6) 2014, the patient experienced bruxism ("bruxism"). In 2014, the patient experienced musculoskeletal pain ("joint and muscle pain"), arthralgia ("lumbar pain in sacroiliac region") and paraesthesia ("tingling in legs/ tingling/ paresthesia in both lower limbs"). In (B)(6) 2014, the patient experienced sciatica (seriousness criterion hospitalization). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2015, the patient experienced pelvic pain ("gynecologic pain/ pain") and menometrorrhagia ("menometrorrhagia/ metrorrhagia, unexplained"). In (B)(6) 2016, the patient was found to have weight decreased ("lost 18 kg in one year"). In (B)(6) 2016, the patient experienced palpitations ("palpitations"). On (B)(6) 2016, the patient experienced deafness neurosensory ("sensorineural deafness"). In (B)(6) 2016, the patient experienced dizziness ("dizziness / dizzy spells"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). In 2017, the patient experienced allergy to metals ("allergy to nickel"). On an unknown date, the patient experienced pruritus ("itching"), heavy menstrual bleeding ("heavy menstrual bleeding for 10 days") with menstrual disorder, vaginal discharge ("brown discharges"), adnexa uteri pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), premenstrual pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), balance disorder ("loss of balance"), musculoskeletal disorder ("functional impairment of lower libs"), loss of libido ("loss of libido"), breast pain ("very painful breasts"), hypotension ("bouts of hypotension"), tachycardia ("tachycardia"), extrasystoles ("extrasystoles"), hot flush ("episodes of hot flushes"), feeling cold ("bout of cold"), migraine ("migraines"), aphasia ("incapacity speaking"), visual impairment ("visions disorders"), pain in extremity ("pain in lower limbs"), inflammation ("local inflammatory pathology"), asthenia ("asthenia"), sleep disorder ("sleep disorders"), depression ("depression"), suicidal ideation ("suicidal ideas"), mood swings ("mood fluctuation"), disturbance in attention ("difficulty concentrating") and amnesia ("memory loss"). The patient was hospitalized from (B)(6) 2014. The patient was treated with acetylleucine (tanganil), analgesics, diclofenac, diclofenac sodium (voltarene), esomeprazole, fentanyl (durogesic), hydrochlorothiazide, hydrochlorothiazide;olmesartan medoxomil (co olmetec), lidocaine (versatis), morphine, pregabalin (lyrica), tinzaparin sodium (innohep), tramadol hydrochloride, tramadol hydrochloride (contramal) and surgery (laparoscopy, clearing of effusion in recto-uterine pouch, bilateral salpingectomy on (B)(6) 2017, operation on back in (B)(6) 2014 and removal of fragment and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, dyspareunia, menometrorrhagia, vertigo and tachycardia had resolved, the device breakage, back pain, dysmenorrhoea, allergy to metals, pruritus, heavy menstrual bleeding, vaginal discharge, coital bleeding, adnexa uteri pain, premenstrual pain, deafness, deafness neurosensory, tinnitus, ear pain, dizziness, balance disorder, musculoskeletal disorder, musculoskeletal pain, arthralgia, paraesthesia, nausea, fatigue, loss of libido, breast pain, hypotension, extrasystoles, palpitations, hot flush, feeling cold, aphasia, neck pain, eye pain, visual impairment, pain in extremity, inflammation, bruxism, weight decreased, insomnia, depression, suicidal ideation, mood swings, disturbance in attention and amnesia outcome was unknown and the sciatica, headache, migraine and asthenia was resolving. The reporter provided no causality assessment for abdominal pain with essure. The reporter considered adnexa uteri pain, allergy to metals, amnesia, aphasia, arthralgia, asthenia, back pain, balance disorder, breast pain, bruxism, coital bleeding, deafness, deafness neurosensory, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear pain, extrasystoles, eye pain, fatigue, feeling cold, headache, heavy menstrual bleeding, hot flush, hypotension, inflammation, insomnia, loss of libido, menometrorrhagia, migraine, mood swings, musculoskeletal disorder, musculoskeletal pain, nausea, neck pain, pain in extremity, palpitations, paraesthesia, pelvic pain, premenstrual pain, pruritus, sciatica, sleep disorder, suicidal ideation, tachycardia, tinnitus, vaginal discharge, vertigo, visual impairment and weight decreased to be related to essure. The reporter commented: essure insertion details: it was very difficult to visualize the ostia. The left tubal ostium was reached and the first insert was easily introduced with 6 trailing coils in the uterine cavity. An insert was introduced into the right tubal ostium on the second attempt, with 5 trailing coils in the uterine cavity. Temporary contraception for 3 months. After analysis, presence of mineral particles and great part of tin particles were found, causing inflammatory pathology. It suggests the degradation of implants. Walking with wheel-chair or walker, difficulty indeed inability to walk or remain standing; she was declared inapt for work. It was also stated a procedure in (B)(6) 2015 for removal of inserts. The patient received physiotherapy care from 2014 to 2017. Several medical leaves from 2014, then disability from (B)(6) 2016, and cessation of activity. Essure was removed in two times. Bilateral salpingectomy on (B)(6) 2017, but a fragment stayed in intra-abdominal cavity, second surgery on (B)(6) 2017 with complete exeresis (hysterectomy). A hips sacroiliac MRI on (B)(6) 2020 showing ¿the stability of a left sacroiliitis from a mechanical origin without enough argument to support an inflammatory process liked to a spondylarthropathy¿. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Allergy test - on (B)(6) 2017: results: very allergic to nickel, allergy with nickel ++. Female genital organs x-ray - on (B)(6) 2017: results: it stayed a fragment of intratubal device in pelvic area on the left (length : 18 mm). Magnetic resonance imaging - on (B)(6) 2016: results: normal; on (B)(6) -2016: results: no abnormalities of internal acoustic canals. Pathology test - on an unknown date: results: scanning electron microscope found particles, from which tin. Spinal x-ray - in (B)(6) 2014: cervical spine without any abnormality. Ultrasound scan - in (B)(6) 2015: unremarkable. Ultrasound urinary system - on (B)(6) 2016: results: absence of pelvic anormalies. (B)(6) 2013 confirmatory test: plain film of abdomen, inserts were in place. Pelvic ultrasounds for metrorrhagia. Investigations on ent disturbances (dizzy spells, headaches and deafness) did not provide any contributory findings. (B)(6) 2016: pelvic ultrasound, urine microscopy and culture, as well as vaginal swab found no abnormalities. Pathological anatomy examination of samples collected from the uterus and uterine tubes on removal laparoscopy found no abnormalities. Lot number: a06327 manufacturing date: 2012-05 expiration date: 2015-05 lot number: a06685 manufacturing date: 2012-05 expiration date: 2015-05 quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, other, consumer, lawyer, naso-otolaryngologist, gynecologist, allergist, physician, orthopedist or radiologist is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2021: new information from patient: new lab tests added (ultrasound in (B)(6) 2015 and x-ray from (B)(6) 2014). Start date of pelvic pain and genital bleeding in (B)(6) 2015. Some redundant disorder events with further specification were deleted or pooled. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('diffuse abdominal pain'), device breakage ('remaining essure fragment') and sciatica ('lowback pains with radiculalgia of dynamic type related with spondylolisthesis l5 s1 / lombalgia') in a 40-year-old female patient who had essure (batch no. A06327 / a06685) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty during placement of one insert" on (B)(6) 2013 and device material issue "it suggests the degradation of implants". The patient's medical history included epistaxis on (B)(6) 2012, rhinitis in (B)(6) 2012, spondylolisthesis, congenital, overweight, nickel sensitivity, lumbar spondylolisthesis (operated in (B)(6) 2014), haemorrhoids, termination of pregnancy - elective and parity 2. Previously administered products included for pain: spifen (ibuprofen); for an unreported indication: nuvaring (ethinylestradiol, etonogestrel) from 2009 to 2010 and mirena. Past adverse reactions to the above products included haemorrhage with mirena; and pregnancy with nuvaring (ethinylestradiol and etonogestrel). Concurrent conditions included hypertension since 2009. Concomitant products included omeprazole (mopral) since (B)(6) 2016, paroxetine hydrochloride (deroxat) since (B)(6) 2016 and pregabalin (lyrica) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("acute lumbar pain"), ear pain ("intermittent left ear pain"), vertigo ("rotatory vertigo"), nausea ("nausea"), fatigue ("fatigue, major"), neck pain ("cervical pain / cervicalgia") and insomnia ("insomnia"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("heavy and recurrent headaches") and hypoacusis ("loss/reduction of hearing predominantly on left"). In (B)(6) 2013, the patient experienced tinnitus ("tinnitus"). In (B)(6) 2014, the patient experienced eye pain ("retro-ocular pain"). On (B)(6) 2014, the patient experienced bruxism ("bruxism"). In 2014, the patient experienced musculoskeletal pain ("joint and muscle pain"), arthralgia ("lumbar pain in sacroiliac region") and paraesthesia ("tingling in legs/ tingling/ paresthesia in both lower limbs"). In (B)(6) 2014, the patient experienced sciatica (seriousness criterion hospitalization). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2015, the patient experienced pelvic pain ("gynecologic pain/ pain") and menometrorrhagia ("menometrorrhagia/ metrorrhagia, unexplained"). In (B)(6) 2016, the patient was found to have weight decreased ("lost 18 kg in one year"). In (B)(6) 2016, the patient experienced palpitations ("palpitations"). On (B)(6) 2016, the patient experienced deafness neurosensory ("sensorineural deafness"). In (B)(6) 2016, the patient experienced dizziness ("dizziness / dizzy spells"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). In 2017, the patient experienced allergy to metals ("allergy to nickel"). In (B)(6) 2020, the patient experienced stress urinary incontinence ("stress urinary incontinence (on coughing and some strain)"). On an unknown date, the patient experienced pruritus ("itching"), heavy menstrual bleeding ("heavy menstrual bleeding for 10 days, with large clots"), vaginal discharge ("brown discharges"), adnexa uteri pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), premenstrual pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), balance disorder ("loss of balance"), musculoskeletal disorder ("functional impairment of lower libs"), loss of libido ("loss of libido"), breast pain ("very painful breasts"), hypotension ("bouts of hypotension"), tachycardia ("tachycardia"), extrasystoles ("extrasystoles"), hot flush ("episodes of hot flushes"), feeling cold ("bout of cold"), migraine ("migraines"), aphasia ("incapacity speaking"), visual impairment ("visions disorders"), pain in extremity ("pain in lower limbs"), inflammation ("local inflammatory pathology"), asthenia ("asthenia"), sleep disorder ("sleep disorders"), depression ("depression"), suicidal ideation ("suicidal ideas"), mood swings ("mood fluctuation"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss") and sacroiliitis ("presence of bilateral sacroiliitis, hlab27 negative, refractory to treatment"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with acetylleucine (tanganil), analgesics, diclofenac, diclofenac sodium (voltarene), esomeprazole, fentanyl (durogesic), hydrochlorothiazide, hydrochlorothiazide;olmesartan medoxomil (co olmetec), lidocaine (versatis), morphine, pregabalin (lyrica), tinzaparin sodium (innohep), tramadol hydrochloride, tramadol hydrochloride (contramal) and surgery (laparoscopy, clearing of effusion in recto-uterine pouch, bilateral salpingectomy on (B)(6) 2017, operation on back in (B)(6) 2014 and removal of fragment and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, dyspareunia, menometrorrhagia, vertigo, fatigue and tachycardia had resolved, the device breakage, back pain, dysmenorrhoea, allergy to metals, pruritus, heavy menstrual bleeding, vaginal discharge, coital bleeding, adnexa uteri pain, premenstrual pain, hypoacusis, deafness neurosensory, tinnitus, ear pain, dizziness, balance disorder, musculoskeletal disorder, musculoskeletal pain, arthralgia, paraesthesia, nausea, loss of libido, breast pain, hypotension, extrasystoles, palpitations, hot flush, feeling cold, aphasia, neck pain, eye pain, visual impairment, pain in extremity, inflammation, bruxism, weight decreased, insomnia, depression, suicidal ideation, mood swings, disturbance in attention and amnesia outcome was unknown, the sciatica, headache, migraine and asthenia was resolving and the stress urinary incontinence and sacroiliitis had not resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, amnesia, aphasia, arthralgia, asthenia, back pain, balance disorder, breast pain, bruxism, coital bleeding, deafness neurosensory, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear pain, extrasystoles, eye pain, fatigue, feeling cold, headache, heavy menstrual bleeding, hot flush, hypoacusis, hypotension, inflammation, insomnia, loss of libido, menometrorrhagia, migraine, mood swings, musculoskeletal disorder, musculoskeletal pain, nausea, neck pain, pain in extremity, palpitations, paraesthesia, pelvic pain, premenstrual pain, pruritus, sacroiliitis, sciatica, sleep disorder, stress urinary incontinence, suicidal ideation, tachycardia, tinnitus, vaginal discharge, vertigo, visual impairment and weight decreased to be related to essure. The reporter commented: after analysis, presence of mineral particles and great part of tin particles were found, causing inflammatory pathology. It suggests the degradation of implants. Walking with wheel-chair or walker, difficulty indeed inability to walk or remain standing; she was declared inapt for work. It was also stated a procedure in (B)(6) 2015 for removal of inserts. The patient received physiotherapy care from 2014 to 2017. Several medical leaves from 2014, then disability from (B)(6) 2016, and cessation of activity. Essure was removed in two times. Bilateral salpingectomy on (B)(6) 2017, but a fragment stayed in intra-abdominal cavity, second surgery on (B)(6) 2017 with complete exeresis (hysterectomy). A hips sacroiliac MRI on (B)(6) 2020 showing ¿the stability of a left sacroiliitis from a mechanical origin without enough argument to support an inflammatory process liked to a spondylarthropathy¿. As per follow-up of (B)(6) 2021: presence of bilateral sacroiliitis, a diagnosis of ankylosing spondyloarthritis was suggested. Hlab27 negative result. Patient received a trial treatment for 1 year for possible ankylosing spondylitis, with no effect. We can therefore conclude that certain extra-gynecological symptoms such as dizziness, tachycardia or fatigue could be related to essure since they appeared after installation and they would have disappeared after explantation. We can therefore think that there would be an interference between the microparticles and the human body with frequent extra-gynecological symptoms with the essure system but the scientific basis today of these microparticles, their dosage and their responsibilities for different patients has not been proven. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Allergy test - on (B)(6) 2017: results: very allergic to nickel, allergy with nickel ++. Female genital organs x-ray - on (B)(6) 2017: fragment of intratubal device remained in pelvic area on the left (length: 18 mm). Hysteroscopy - on (B)(6) 2013: essure insertion details: it was very difficult to visualize the ostia. The left tubal ostium was reached and the first insert was easily introduced with 6 trailing coils in the uterine cavity. An insert was introduced into the right tubal ostium on the second attempt, with 5 trailing coils in the uterine cavity. Temporary contraception for 3 months. Magnetic resonance imaging - on (B)(6) 2016: normal; on (B)(6) 2016: no abnormalities of internal acoustic canals. Pathology test - on an unknown date: pathological anatomy examination of samples collected from the uterus and uterine tubes on removal laparoscopy found no abnormalities. Scanning electron microscope found particles, from which tin. Spinal x-ray - in (B)(6) 2014: cervical spine without any abnormality. Ultrasound scan - in (B)(6) 2015: unremarkable. Ultrasound urinary system - on (B)(6) 2016: absence of pelvic anormalies. X-ray - on (B)(6) 2013: confirmatory test: plain film of abdomen, inserts were in place. Lot number: a06327 manufacturing date: 2012-05 expiration date: 2015-05. Lot number: a06685 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, other, consumer, lawyer, naso-otolaryngologist, gynecologist, allergist, physician, orthopedist or radiologist is not possible. Most recent follow-up information incorporated above includes: on 8-jul-2021: event fatigue outcome updated. New events added: stress urinary incontinence, bilateral sacroiliitis. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 24-aug-2021. This spontaneous case was reported by a physician and subsequently by a lawyer and describes the occurrence of abdominal pain ('diffuse abdominal pain'), device breakage ('remaining 18 mm fragment of the essure system in the pelvic region') and sciatica ('lowback pains with radiculalgia of dynamic type related with spondylolisthesis l5 s1 / lombalgia') in a 40-year-old female patient who had essure (batch no. A06327 / a06685) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty during placement of one insert" on (B)(6) 2013 and device material issue "it suggests the degradation of implants". The patient's medical history included epistaxis on (B)(6) 2012, rhinitis in (B)(6) 2012, spondylolisthesis, congenital, overweight, nickel sensitivity, lumbar spondylolisthesis (operated in (B)(6) 2014), haemorrhoids, termination of pregnancy - elective and parity 2 (1997 and 2000). Previously administered products included for pain: spifen (ibuprofen); for an unreported indication: nuvaring (ethinylestradiol, etonogestrel) from 2009 to 2010 and mirena. Past adverse reactions to the above products included haemorrhage with mirena; and pregnancy with nuvaring (ethinylestradiol and etonogestrel). Concurrent conditions included hypertension since 2009. Concomitant products included omeprazole (mopral) since (B)(6) 2016, paroxetine hydrochloride (deroxat) since (B)(6) 2016 and pregabalin (lyrica) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and hypoacusis ("loss/reduction of hearing predominantly on left"). In (B)(6) 2013, the patient experienced back pain ("acute lumbar pain ; increasing lower back pain "), deafness neurosensory ("sensorineural deafness"), tinnitus ("tinnitus"), ear pain ("intermittent left ear pain"), vertigo ("rotatory vertigo"), nausea ("nausea"), fatigue ("fatigue, major"), neck pain ("cervical pain / cervicalgia"), insomnia ("insomnia") and bone pain ("bone pain"). In (B)(6) 2013, the patient experienced headache ("heavy and recurrent headaches"). In (B)(6) 2014, the patient experienced eye pain ("retro-ocular pain"). On (B)(6) 2014, the patient experienced bruxism ("bruxism"). In 2014, the patient experienced musculoskeletal pain ("joint and muscle pain"), arthralgia ("lumbar pain in sacroiliac region") and paraesthesia ("tingling in legs/ tingling/ paresthesia in both lower limbs"). In (B)(6) 2014, the patient experienced sciatica (seriousness criterion hospitalization). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2015, the patient experienced pelvic pain ("gynecologic pain/ pain") and menometrorrhagia ("menometrorrhagia/ metrorrhagia, unexplained"). In (B)(6) 2016, the patient was found to have weight decreased ("lost 18 kg in one year"). In (B)(6) 2016, the patient experienced palpitations ("palpitations"). In (B)(6) 2016, the patient experienced dizziness ("dizziness / dizzy spells"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). In 2017, the patient experienced allergy to metals ("allergy to nickel"). In (B)(6) 2020, the patient experienced stress urinary incontinence ("stress urinary incontinence (on coughing and some strain)"). On an unknown date, the patient experienced pruritus ("itching"), heavy menstrual bleeding ("heavy menstrual bleeding for 10 days, with large clots"), vaginal discharge ("brown discharges"), adenomyosis ("adenomyosis in the uterus"), adnexa uteri pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), premenstrual pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), balance disorder ("loss of balance"), musculoskeletal disorder ("functional impairment of lower libs"), loss of libido ("loss of libido"), breast pain ("very painful breasts"), hypotension ("bouts of hypotension"), tachycardia ("tachycardia"), extrasystoles ("extrasystoles"), hot flush ("episodes of hot flushes"), feeling cold ("bout of cold"), migraine ("migraines"), aphasia ("incapacity speaking"), visual impairment ("visions disorders"), pain in extremity ("pain in lower limbs"), inflammation ("local inflammatory pathology"), asthenia ("asthenia"), sleep disorder ("sleep disorders"), depression ("depression"), suicidal ideation ("suicidal ideas"), mood swings ("mood fluctuation"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), sacroiliitis ("presence of bilateral sacroiliitis, hlab27 negative, refractory to treatment"), formication ("ants in her legs") and spondylolisthesis ("symptomatic l5 s1 spondylolisthesis"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with acetylleucine (tanganil), analgesics, diclofenac, diclofenac sodium (voltarene), esomeprazole, fentanyl (durogesic), hydrochlorothiazide, hydrochlorothiazide;olmesartan medoxomil (co olmetec), lidocaine (versatis), morphine, pregabalin (lyrica), tinzaparin sodium (innohep), tramadol hydrochloride, tramadol hydrochloride (contramal) and surgery (operation on back in (B)(6) 2014, laparoscopy, clearing of effusion in recto-uterine pouch, bilateral salpingectomy on (B)(6) 2017, lumbar arthrodesis and vaginal hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, dyspareunia, menometrorrhagia, vertigo, fatigue and tachycardia had resolved, the device breakage, back pain, dysmenorrhoea, allergy to metals, pruritus, heavy menstrual bleeding, vaginal discharge, adenomyosis, coital bleeding, adnexa uteri pain, premenstrual pain, hypoacusis, deafness neurosensory, tinnitus, ear pain, balance disorder, musculoskeletal disorder, musculoskeletal pain, arthralgia, paraesthesia, nausea, loss of libido, breast pain, hypotension, extrasystoles, palpitations, hot flush, feeling cold, aphasia, neck pain, eye pain, visual impairment, pain in extremity, inflammation, bruxism, weight decreased, insomnia, depression, suicidal ideation, mood swings, disturbance in attention, amnesia, bone pain, formication and spondylolisthesis outcome was unknown, the sciatica, headache, dizziness, migraine and asthenia was resolving and the stress urinary incontinence and sacroiliitis had not resolved. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, allergy to metals, amnesia, aphasia, arthralgia, asthenia, back pain, balance disorder, bone pain, breast pain, bruxism, coital bleeding, deafness neurosensory, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear pain, extrasystoles, eye pain, fatigue, feeling cold, formication, headache, heavy menstrual bleeding, hot flush, hypoacusis, hypotension, inflammation, insomnia, loss of libido, menometrorrhagia, migraine, mood swings, musculoskeletal disorder, musculoskeletal pain, nausea, neck pain, pain in extremity, palpitations, paraesthesia, pelvic pain, premenstrual pain, pruritus, sacroiliitis, sciatica, sleep disorder, spondylolisthesis, stress urinary incontinence, suicidal ideation, tachycardia, tinnitus, vaginal discharge, vertigo, visual impairment and weight decreased to be related to essure. The reporter commented: after analysis, presence of mineral particles and great part of tin particles were found, causing inflammatory pathology. It suggests the degradation of implants. Walking with wheel-chair or walker, difficulty indeed inability to walk or remain standing; she was declared inapt for work. It was also stated a procedure in (B)(6) 2015 for removal of inserts. The patient received physiotherapy care from 2014 to 2017. Several medical leaves from 2014, then disability from (B)(6) 2016, and cessation of activity. Essure was removed in two times. Bilateral salpingectomy on (B)(6) 2017, but a fragment stayed in intra-abdominal cavity, second surgery on (B)(6) 2017 with complete exeresis (hysterectomy). A hips sacroiliac MRI on (B)(6) 2020 showing ¿the stability of a left sacroiliitis from a mechanical origin without enough argument to support an inflammatory process liked to a spondylarthropathy¿. As per follow-up of (B)(6) 2021: presence of bilateral sacroiliitis, a diagnosis of ankylosing spondyloarthritis was suggested. Hlab27 negative result. Patient received a trial treatment for 1 year for possible ankylosing spondylitis, with no effect. We can therefore conclude that certain extra-gynecological symptoms such as dizziness, tachycardia or fatigue could be related to essure since they appeared after installation and they would have disappeared after explantation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Allergy test - on (B)(6) 2017: very allergic to nickel, allergy with nickel ++. Audiogram - on (B)(6) 2014: decrease of 5 to 10 db (bilateral); on (B)(6) 2016: on the right of 20 t0 30 db, on the left of 50 to 35 db. Female genital organs x-ray - on (B)(6) 2017: fragment of intratubal device remained in pelvic area on the left (length: 18 mm). Hysteroscopy - on (B)(6) 2013: essure insertion details: it was very difficult to visualize the ostia. The left tubal ostium was reached and the first insert was easily introduced with 6 trailing coils in the uterine cavity. An insert was introduced into the right tubal ostium on the second attempt, with 5 trailing coils in the uterine cavity. Temporary contraception for 3 months. Magnetic resonance imaging - on (B)(6) 2016: normal; on (B)(6) 2016: no abnormalities of internal acoustic canals. Pathology test - on an unknown date: pathological anatomy examination of samples collected from the uterus and uterine tubes on removal laparoscopy found no abnormalities. Anatomopathology revealed adenomyosis in the uterus. Scanning electron microscope found particles, among which tin. Spinal x-ray - in (B)(6) 2014: cervical spine without any abnormality. Ultrasound scan - in (B)(6) 2015: unremarkable. Ultrasound urinary system - on (B)(6) 2016: absence of pelvic anormalies. X-ray - on an unknown date: two intratubal system are in place.; on (B)(6) 2013: confirmatory test: plain film of abdomen, inserts were in place. Lot number: a06327, manufacturing date: 2012-05, and expiration date: 2015-05. Lot number: a06685, manufacturing date: 2012-05, and expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, other, consumer, lawyer, naso-otolaryngologist, gynecologist, allergist, physician, orthopedist or radiologist is not possible. Most recent follow-up information incorporated above includes: on 24-aug-2021: events added: bone pain, ants in her legs, symptomatic l5 s1 spondylolisthesis, adenomyosis in the uterus. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 19-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('diffuse abdominal pain'), device breakage ('remaining essure fragment'), deafness unilateral ('loss of hearing predominantly on left'), musculoskeletal disorder ('functional impairment of lower libs'), sciatica ('sciatica or feeling of back becoming blocked') and lumbar radicular pain ('lowback pains with radiculalgia of dynamic type related with spondylolisthesis l5 s1 / lombalgia') in a 40-year-old female patient who had essure (batch no. A06327 / a06685) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty during placement of one insert" on (B)(6) 2013 and device material issue "it suggests the degradation of implants". The patient's medical history included epistaxis on (B)(6) 2012, rhinitis in (B)(6) 2012, spondylolisthesis, congenital, overweight, nickel sensitivity, lumbar spondylolisthesis (operated in (B)(6) 2014), haemorrhoids, termination of pregnancy - elective and parity 2. Previously administered products included for pain: spifen (ibuprofen); for an unreported indication: nuvaring (ethinylestradiol, etonogestrel) from 2009 to 2010 and mirena. Past adverse reactions to the above products included haemorrhage with mirena; and pregnancy with nuvaring (ethinylestradiol and etonogestrel). Concurrent conditions included hypertension since 2009. Concomitant products included omeprazole (mopral) since (B)(6) 2016, paroxetine hydrochloride (deroxat) since (B)(6) 2016 and pregabalin (lyrica) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), back pain ("acute lumbar pain"), fatigue ("fatigue, major"), vertigo ("rotatory vertigo"), ear pain ("intermittent left ear pain"), neck pain ("cervical pain / cervicalgia") and insomnia ("insomnia"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), deafness unilateral (seriousness criterion medically significant) and headache ("heavy and recurrent headaches"). In (B)(6) 2013, the patient experienced tinnitus ("tinnitus"). In (B)(6) 2014, the patient experienced eye pain ("retro-ocular pain"). On (B)(6) 2014, the patient experienced bruxism ("bruxism"). In 2014, the patient experienced myalgia ("muscle pain"), paraesthesia lower limb ("tingling in legs/ tingling") and arthralgia ("lumbar pain in sacroiliac region"). In (B)(6) 2014, the patient experienced sciatica (seriousness criterion medically significant) and lumbar radicular pain (seriousness criterion hospitalization). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2016, the patient was found to have weight decreased ("lost 18 kg in one year"). In (B)(6) 2016, the patient experienced palpitations ("palpitations"). On (B)(6) 2016, the patient experienced deafness neurosensory ("sensorineural deafness"). In (B)(6) 2016, the patient experienced dizziness ("dizziness / dizzy spells"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). In 2017, the patient experienced allergy to metals ("allergy to nickel"). On an unknown date, the patient experienced genital haemorrhage ("unexplained blood loss"), musculoskeletal disorder (seriousness criterion disability), hypoacusis ("reduction in hearing"), metrorrhagia ("metrorrhagia"), menometrorrhagia ("menometrorrhagia"), adnexa uteri pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), premenstrual pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), vaginal discharge ("brown discharges"), menorrhagia ("heavy menstrual bleeding for 10 days"), pelvic pain ("pain"), loss of libido ("loss of libido"), breast pain ("very painful breasts"), hypotension ("bouts of hypotension"), extrasystoles ("extrasystoles"), hot flush ("episodes of hot flushes"), feeling cold ("bout of cold"), depression ("depression"), balance disorder ("loss of balance"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), menstrual disorder ("clotted blood during menses"), gait inability ("incapacity walking"), migraine ("migraines"), aphasia ("incapacity speaking"), tachycardia ("tachycardia"), pain in extremity ("pain in lower limbs"), mood swings ("mood fluctuation"), suicidal ideation ("suicidal ideas"), pruritus ("itching"), memory impairment ("memory disorder"), speech disorder ("speech disorder"), visual impairment ("visions disorders"), sleep disorder ("sleep disorders"), inflammation ("inflammatory pathology"), paresthesia lower limb ("paresthesia in both lower limbs") and asthenia ("asthenia"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with acetylleucine (tanganil), analgesics, diclofenac, diclofenac sodium (voltarene), esomeprazole, fentanyl (durogesic), hydrochlorothiazide, hydrochlorothiazide;olmesartan medoxomil (co olmetec), lidocaine (versatis), morphine, pregabalin (lyrica), tinzaparin sodium (innohep), tramadol hydrochloride, tramadol hydrochloride (contramal) and surgery (laparoscopy with clearing of effusion in recto-uterine pouch and bilateral salpingectomy and operation on back in (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, sciatica, menometrorrhagia, dyspareunia, pelvic pain, vertigo, tachycardia and paresthesia lower limb had resolved, the device breakage, genital haemorrhage, deafness unilateral, musculoskeletal disorder, dizziness, nausea, hypoacusis, metrorrhagia, back pain, myalgia, paraesthesia lower limb, fatigue, arthralgia, adnexa uteri pain, premenstrual pain, vaginal discharge, menorrhagia, loss of libido, breast pain, hypotension, extrasystoles, hot flush, feeling cold, depression, balance disorder, disturbance in attention, amnesia, menstrual disorder, allergy to metals, gait inability, aphasia, dysmenorrhoea, coital bleeding, ear pain, neck pain, eye pain, palpitations, tinnitus, weight decreased, insomnia, pain in extremity, mood swings, suicidal ideation, pruritus, memory impairment, speech disorder, visual impairment, inflammation, bruxism and deafness neurosensory outcome was unknown and the headache, migraine, lumbar radicular pain and asthenia was resolving. The reporter provided no causality assessment for abdominal pain with essure. The reporter considered adnexa uteri pain, allergy to metals, amnesia, aphasia, arthralgia, asthenia, back pain, balance disorder, breast pain, bruxism, coital bleeding, deafness neurosensory, deafness unilateral, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear pain, extrasystoles, eye pain, fatigue, feeling cold, gait inability, genital haemorrhage, headache, hot flush, hypoacusis, hypotension, inflammation, insomnia, loss of libido, memory impairment, menometrorrhagia, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, musculoskeletal disorder, myalgia, nausea, neck pain, pain in extremity, palpitations, paraesthesia lower limb, pelvic pain, premenstrual pain, pruritus, sciatica, sleep disorder, speech disorder, suicidal ideation, tachycardia, tinnitus, vaginal discharge, vertigo, visual impairment, weight decreased, lumbar radicular pain and paresthesia lower limb to be related to essure. The reporter commented: essure insertion: it was very difficult to visualize the ostia. The left tubal ostium was reached and the first insert was easily introduced with 6 trailing spires in the uterine cavity. An insert was introduced into the right tubal ostium on the second attempt, with 5 trailing spires in the uterine cavity. Temporary contraception for 3 months. After analysis, presence of mineralogic particles and great part of tin particles were found, causing inflammatory pathology. It suggests the degradation of implants. Walking with wheel-chair or walker, difficulty indeed inability to walk or remain standing; she was declared inapt for work. It was also stated a procedure in (B)(6) 2015 for removal of inserts. The patient received physiotherapy cares: from from 2014 to 2017. Several medical leaves from 2014, then disability from (B)(6) 2016, and cessation of activity. Essure was removed in two times. Bilateral salpingectomy on (B)(6) 2017, but a fragment stayed in intra-abdominal. Second surgery on (B)(6) 2017 with complete exeresis. (Hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Allergy test - on (B)(6) 2017: results: very allergic to nickel, allergy with nickel ++. Female genital organs x-ray - on (B)(6) 2017: results: it stayed a fragment of intratubal device in pelvic area on the left (length : 18 mm). Magnetic resonance imaging - on (B)(6) 2016: results: normal; on (B)(6) 2016: results: no abnormalities of internal acoustic canals. Pathology test - on an unknown date: results: scanning electron microscope found particles, from which tin. Ultrasound urinary system - on (B)(6) 2016: results: absence of pelvic anormalies. (B)(6) 2013 confirmatory test: plain film of abdomen, inserts were in place. Pelvic ultrasounds for metrorrhagia. Investigations on ent disturbances (dizzy spells, headaches and deafness) did not provide any contributory findings. (B)(6) 2016: pelvic ultrasound, urine microscopy and culture, as well as vaginal swab found no abnormalities. Pathological anatomy examination of samples collected from the uterus and uterine tubes on removal laparoscopy found no abnormalities. Lot number: a06327 manufacturing date: 2012-05 expiration date: 2015-05. Lot number: a06685 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, other, consumer, lawyer, naso-otolaryngologist, gynecologist, allergist, physician, orthopedist or radiologist is not possible. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Diffuse abdominal pain [abdominal pain], remaining 18 mm fragment of the essure system in the pelvic region [device breakage] , lowback pains with radiculalgia of dynamic type related with spondylolisthesis l5 s1 / lombalgia [lumbar radicular pain] , gynecologic pain/ pain [pelvic pain female], acute lumbar pain; increasing lower back pain [acute lumbago], dyspareunia [dyspareunia] , dysmenorrhea [dysmenorrhea] , allergy to nickel [nickel allergy] , itching [itching], menometrorrhagia/ metrorrhagia, unexplained [menometrorrhagia] , heavy menstrual bleeding for 10 days, with large clots [bleeding menstrual heavy] , brown discharges [vaginal discharge abnormality] , adenomyosis in the uterus [adenomyosis uteri], bleeding during intercourse [coital bleeding], heavy and recurrent headaches [headache recurrent], ovarian pain during intercourse and 2 weeks before menstrual periods [ovarian pain], ovarian pain during intercourse and 2 weeks before menstrual periods [premenstrual pain], loss/reduction of hearing predominantly on left [partial hearing loss] , sensorineural deafness [sensorineural deafness] , tinnitus [tinnitus] , intermittent left ear pain [ear pain] , rotatory vertigo [rotatory vertigo] , dizziness / dizzy spells [dizzy spells] , loss of balance [loss of balance] , functional impairment of lower libs [lower extremity dysfunction] , joint and muscle pain [arthromyalgia] , lumbar pain in sacroiliac region [sacro-iliac pain], tingling in legs/ tingling/ paresthesia in both lower limbs [paraesthesia lower limb] , nausea [nausea] , fatigue, major [fatigue extreme] , loss of libido [loss of libido] , very painful breasts [painful breasts], bouts of hypotension [hypotensive episode] , tachycardia [tachycardia] , extrasystoles [extrasystoles nos] , palpitations [palpitations] , episodes of hot flushes [hot flushes] , bout of cold [feeling cold] , migraines [migraine] , incapacity speaking [speech loss] , cervical pain / cervicalgia [neck pain] , retro-ocular pain [retro-orbital pain], visions disorders [visual disturbance] , pain in lower limbs [pain of lower extremities] , local inflammatory pathology [inflammation localised] , it suggests the degradation of implants [device material degradation], bruxism [bruxism] , lost 18 kg in one year [weight loss] , asthenia [asthenia] , insomnia [insomnia] , sleep disorders [sleep disorder], depression [depression] , suicidal ideas [suicidal ideation] , mood fluctuation [mood swings] , difficulty concentrating [concentration impairment] , memory loss [memory loss] , difficulty during placement of one insert [device insertion difficult], stress urinary incontinence (on coughing and some strain) [stress urinary incontinence], presence of bilateral sacroiliitis, hlab27 negative, refractory to treatment [sacroiliitis] , bone pain [bone pain] , ants in her legs [formication] , symptomatic l5 s1 spondylolisthesis [spondylolisthesis] , ear-nose-throat (ent) problems [ear, nose and throat disorder] , paresthesia [paresthesia], impaired memory [memory impaired] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-aug-2017. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of abdominal pain ("diffuse abdominal pain"), device breakage ("remaining 18 mm fragment of the essure system in the pelvic region") and sciatica ("lowback pains with radiculalgia of dynamic type related with spondylolisthesis l5 s1 / lombalgia") in a 40 year-old female patient who had essure inserted (lot no. A06327 / a06685) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: device material degradation ("it suggests the degradation of implants") and device insertion difficult ("difficulty during placement of one insert" on (B)(6) 2013). The patient had a medical history of epistaxis and rhinitis in 2012 and parity 2 (1997 and 2000), termination of pregnancy - elective, haemorrhoids, lumbar spondylolisthesis (operated in (B)(6) 2014), nickel sensitivity, overweight and spondylolisthesis, congenital. Previously administered products included: spifen for pain and mirena and nuvaring. Past adverse reactions to the above products included: important external haemorrhage with mirena and pregnancy with nuvaring. As concurrent condition the report mentioned hypertension since 2009. Concomitant products included mopral [omeprazole] since (B)(6) 2016, deroxat (paroxetine hydrochloride) since (B)(6) 2016 and lyrica (pregabalin) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced back pain ("acute lumbar pain ; increasing lower back pain"), deafness neurosensory ("sensorineural deafness"), tinnitus ("tinnitus"), ear pain ("intermittent left ear pain"), vertigo ("rotatory vertigo"), nausea ("nausea"), fatigue ("fatigue, major"), neck pain ("cervical pain / cervicalgia"), insomnia ("insomnia") and bone pain ("bone pain"). In (B)(6) 2013 she experienced headache ("heavy and recurrent headaches"). In 2013 she experienced abdominal pain (seriousness criteria medically important and intervention required) and hypoacusis ("loss/reduction of hearing predominantly on left"). On (B)(6) 2014 she experienced bruxism ("bruxism"). In (B)(6) 2014 she experienced eye pain ("retro-ocular pain"). In (B)(6) 2014 she experienced sciatica (seriousness criterion hospitalisation). In 2014 she experienced arthralgia ("joint and muscle pain"), sacral pain ("lumbar pain in sacroiliac region") and paraesthesia lower limb ("tingling in legs/ tingling/ paresthesia in both lower limbs"). On (B)(6) 2015 she experienced dyspareunia ("dyspareunia"). On (B)(6) 2015 she experienced dysmenorrhoea ("dysmenorrhea") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2015 she experienced pelvic pain ("gynecologic pain/ pain") and menometrorrhagia ("menometrorrhagia/ metrorrhagia, unexplained"). In (B)(6) 2016 she was found to have weight decreased ("lost 18 kg in one year"). In (B)(6) 2016 she experienced palpitations ("palpitations"). In (B)(6) 2016 she experienced dizziness ("dizziness / dizzy spells"). On (B)(6) 2017 she experienced device breakage (seriousness criterion medically important). In 2017 she experienced allergy to metals ("allergy to nickel"). In (B)(6) 2020 she experienced stress urinary incontinence ("stress urinary incontinence (on coughing and some strain)"). On unknown date she experienced pruritus ("itching"), heavy menstrual bleeding ("heavy menstrual bleeding for 10 days, with large clots"), vaginal discharge ("brown discharges"), adenomyosis ("adenomyosis in the uterus"), adnexa uteri pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), premenstrual pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), balance disorder ("loss of balance"), musculoskeletal disorder ("functional impairment of lower libs"), loss of libido ("loss of libido"), breast pain ("very painful breasts"), hypotension ("bouts of hypotension"), tachycardia ("tachycardia"), extrasystoles ("extrasystoles"), hot flush ("episodes of hot flushes"), feeling cold ("bout of cold"), migraine ("migraines"), aphasia ("incapacity speaking"), visual impairment ("visions disorders"), pain in extremity ("pain in lower limbs"), inflammation ("local inflammatory pathology"), asthenia ("asthenia"), sleep disorder ("sleep disorders"), depression ("depression"), suicidal ideation ("suicidal ideas"), mood swings ("mood fluctuation"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), sacroiliitis ("presence of bilateral sacroiliitis, hlab27 negative, refractory to treatment"), formication ("ants in her legs"), spondylolisthesis ("symptomatic l5 s1 spondylolisthesis"), ear, nose and throat disorder ("ear-nose-throat (ent) problems"), paresthesia ("paresthesia") and memory impairment ("impaired memory"). The patient was hospitalised from (B)(6) 2014. The patient was treated with morphine, tanganil (acetylleucine), analgesics, co olmetec (hydrochlorothiazide;olmesartan medoxomil), contramal (tramadol hydrochloride), diclofenac, esomeprazole, innohep (tinzaparin sodium), tramadol hydrochloride, hydrochlorothiazide, durogesic (fentanyl), lyrica (pregabalin), versatis (lidocaine) and voltarene [diclofenac sodium] as well as surgery (laparoscopy, clearing of effusion in recto-uterine pouch, bilateral salpingectomy on (B)(6) 2017, vaginal hysterectomy on (B)(6) 2017, operation on back in (B)(6) 2014 and lumbar arthrodesis). At the time of the report, the sciatica, headache, dizziness, migraine and asthenia were resolving, the abdominal pain, pelvic pain, dyspareunia, menometrorrhagia, vertigo, fatigue and tachycardia had resolved and the stress urinary incontinence and sacroiliitis had not resolved. The outcomes for device breakage, back pain, dysmenorrhoea, allergy to metals, pruritus, heavy menstrual bleeding, vaginal discharge, adenomyosis, coital bleeding, adnexa uteri pain, premenstrual pain, hypoacusis, deafness neurosensory, tinnitus, ear pain, balance disorder, musculoskeletal disorder, arthralgia, sacral pain, paraesthesia lower limb, nausea, loss of libido, breast pain, hypotension, extrasystoles, palpitations, hot flush, feeling cold, aphasia, neck pain, eye pain, visual impairment, pain in extremity, inflammation, bruxism, weight decreased, insomnia, sleep disorder, depression, suicidal ideation, mood swings, disturbance in attention, amnesia, bone pain, formication, spondylolisthesis, ear, nose and throat disorder, paresthesia and memory impairment were unknown. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, allergy to metals, amnesia, aphasia, arthralgia, asthenia, back pain, balance disorder, bone pain, breast pain, bruxism, coital bleeding, deafness neurosensory, depression, device breakage, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, ear pain, ear, nose and throat disorder, extrasystoles, eye pain, fatigue, feeling cold, formication, headache, heavy menstrual bleeding, hot flush, hypoacusis, hypotension, inflammation, insomnia, loss of libido, memory impairment, menometrorrhagia, migraine, mood swings, musculoskeletal disorder, nausea, neck pain, pain in extremity, palpitations, paraesthesia lower limb, paresthesia, pelvic pain, premenstrual pain, pruritus, sacral pain, sacroiliitis, sciatica, sleep disorder, spondylolisthesis, stress urinary incontinence, suicidal ideation, tachycardia, tinnitus, vaginal discharge, vertigo, visual impairment and weight decreased to be related to essure administration. The reporter commented: after analysis, presence of mineral particles and great part of tin particles were found, causing inflammatory pathology. It suggests the degradation of implants. Walking with wheel-chair or walker, difficulty indeed inability to walk or remain standing; she was declared inapt for work. It was also stated a procedure in (B)(6) 2015 for removal of inserts. The patient received physiotherapy care from 2014 to 2017. Several medical leaves from 2014, then disability from (B)(6) 2016, and cessation of activity. Essure was removed in two times. Bilateral salpingectomy on (B)(6) 2017, but a fragment stayed in intra-abdominal cavity, second surgery on (B)(6) 2017 with complete exeresis (hysterectomy). A hips sacroiliac MRI on (B)(6) 2020 showing ¿the stability of a left sacroiliitis from a mechanical origin without enough argument to support an inflammatory process liked to a spondylarthropathy¿. As per follow-up of (B)(6) 2021: presence of bilateral sacroiliitis, a diagnosis of ankylosing spondyloarthritis was suggested. Hlab27 negative result. Patient received a trial treatment for 1 year for possible ankylosing spondylitis, with no effect. We can therefore conclude that certain extra-gynecological symptoms such as dizziness, tachycardia or fatigue could be related to essure since they appeared after installation and they would have disappeared after explantation. Event onset date: (B)(6) and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.156 kg/sqm. [Allergy test] on (B)(6) 2017: very allergic to nickel, allergy with nickel ++ [audiogram] on (B)(6) 2014: decrease of 5 to 10 db (bilateral); on (B)(6) 2016: on the right of 20 t0 30 db, on the left of 50 to 35 db [female genital organs x-ray] on (B)(6) 2017: fragment of intratubal device remained in pelvic area on the left (length: 18 mm) [hysteroscopy] on (B)(6) 2013: essure insertion details: it was very difficult to visualize the ostia. The left tubal ostium was reached and the first insert was easily introduced with 6 trailing coils in the uterine cavity. An insert was introduced into the right tubal ostium on the second attempt, with 5 trailing coils in the uterine cavity. Temporary contraception for 3 months. [Magnetic resonance imaging] on (B)(6) 2016: normal and no abnormalities of internal acoustic canals. [Pathology test] (date unknown): pathological anatomy examination of samples collected from the uterus and uterine tubes on removal laparoscopy found no abnormalities. Anatomopathology revealed adenomyosis in the uterus. Scanning electron microscope found particles, among which tins. [Spinal x-ray] in (B)(6) 2014: cervical spine without any abnormality. [Ultrasound scan] in (B)(6) 2015: unremarkable. [Ultrasound urinary system] on (B)(6)2016: absence of pelvic anormalies. [X-ray] on (B)(6) 2013: confirmatory test: plain film of abdomen, inserts were in place; (date unknown): two intratubal system are in place. Lot number: a06327 manufacturing date: 2012-05 expiration date: 2015-05 lot number: a06685 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new events ear, nose and throat disorder, paresthesia, impaired memory, were added. New additional reporter (lawyer) added. Reporter causality comment updated. Cluster ID added. Further company follow-up with the regulatory authority, the reporter, the consumer, the lawyer, the naso-otolaryngologist, the gynecologist, the allergist, the physician, the orthopedist or the radiologist is not possible. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of abdominal pain ("diffuse abdominal pain"), genital haemorrhage ("unexplained blood loss"), deafness ("loos of hearing predominantly on left"), mobility decreased ("functional impairment of lower libs") and sciatica ("sciatica or feeling of back becoming blocked") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty during placement of one insert". The patient's past medical history included spondylolisthesis, congenital, hypertension, overweight and nickel sensitivity. On an unknown date, the patient had essure inserted. On (B)(6)2013, the patient experienced deafness (seriousness criterion medically significant). In 2014, the patient experienced back pain ("acute lumbar pain"), myalgia ("muscle pain"), paraesthesia ("tingling in legs/ tingling"), fatigue ("fatigue, major") and arthralgia ("lumbar pain in sacroiliac region"). In (B)(6) 2014, the patient experienced sciatica (seriousness criteria medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mobility decreased (seriousness criterion disability), dizziness ("dizziness / dizzy spells"), nausea ("nausea"), hypoacusis ("reduction in hearing"), metrorrhagia ("metrorrhagia"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia"), headache ("headaches"), adnexa uteri pain ("ovarian pain during intercourse and 2 weeks before menstrual periods"), premenstrual pain (ovarian pain during intercourse and 2 weeks before menstrual periods"), vaginal discharge ("brown discharges"), menorrhagia ("heavy menstrual bleeding for 10 days"), menstrual disorder ("clotted blood during menses"), pain ("pain"), loss of libido ("loss of libido"), breast pain ("very painful breasts"), hypotension ("bouts of hypotension"), hypertension ("bouts of hypertension"), extrasystoles ("extrasystoles"), hot flush ("episodes of hot flushes"), feeling cold ("bout of cold"), depression ("depression"), balance disorder ("loss of balance"), disturbance in attention ("difficulty concentrating") and amnesia ("memory loss"). The patient was treated with surgery (removal of inserts scheduled for (B)(6) 2017 (salpingectomy)) and surgery (operation on back in (B)(6) 2014). At the time of the report, the abdominal pain, genital haemorrhage, deafness, mobility decreased, dizziness, nausea, hypoacusis, metrorrhagia, menometrorrhagia, dyspareunia, back pain, headache, myalgia, fatigue, arthralgia, adnexa uteri pain, premenstrual pain, vaginal discharge, menorrhagia, menstrual disorder, pain, loss of libido, breast pain, hypotension, hypertension, extrasystoles, hot flush, feeling cold, depression, balance disorder, disturbance in attention and amnesia outcome was unknown and the sciatica had resolved. The reporter provided no causality assessment for abdominal pain, genital haemorrhage, deafness, mobility decreased, dizziness, nausea, hypoacusis, metrorrhagia, menometrorrhagia, dyspareunia, back pain, headache, myalgia, fatigue, arthralgia, adnexa uteri pain, premenstrual pain, vaginal discharge, menorrhagia, menstrual disorder, pain, loss of libido, breast pain, hypotension, hypertension, extrasystoles, hot flush, feeling cold, depression, balance disorder, disturbance in attention, amnesia and sciatica with essure. The reporter commented: walking with wheel-chair or walker, difficulty indeed inability to walk or remain standing; she was declared inapt for work. It was also stated a procedure in (B)(6) 2015 for removal of inserts. Diagnostic results: allergy tests done on (B)(6) 2017/ MRI performed was normal. Further company follow-up with the regulatory authority is not possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-aug-2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 1.154. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment:incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.